Manufacturer narrative:
The full balloon catheter was returned, analyzed, and a leak was found. The analyst noted that the balloon has a leak at 1.3cm (from the distal end), and no visible damage was seen. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pre-operative test, the catheter balloon failed to blow up. It was suspected that there was a hole in the balloon. The catheter was not used and a new catheter was used for the implant procedure. No patient complications have been reported as a result of this event.